Manufacturer narrative:
Additional information: the complaint allegation could not be confirmed due to the absence of photographic evidence submitted for evaluation. Based on the available information ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. Details regarding the method used to prepare the bone and the bone quality encountered during the procedure were not provided. The most likely cause is attributed to misuse, which may include improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.

Event description:
On 29th july 2025, it was reported by an arthrex's employee via email that for one unit of ar-2324bcct, there is a hard body failure during insertion. The anchor was too hard to insert properly. This was detected during a modified brostrom operation on (B)(6) 2025. The case was completed successfully by using a replacement product, ar-2324bcc. There is no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.